Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 480 mg/dl while wearing the pod for more than 48 hours. When they checked the pod they saw that the cannula was dislodged from the infusion site (leg). As treatment, a new pod was going to be applied.